Event description:
It was reported that a user experienced recurrent hypoglycemia with a documented low glucose value of 51 mg/dl while using the ilet system and was self-treating lows with 3¿4 glucose tablets and juice, including preemptive treatment around 120 mg/dl during the night. Investigation of this case revealed user behavior likely contributed, including treating before device alerts and potential overtreatment of low glucose. No clinical symptoms associated with low blood glucose reported. Outcomes included no medical intervention, and no hospitalization. It was concluded that the cause of hypoglycemia was unclear and user education was provided, as well as avoiding early treatment prior to device alerts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.